Event description:
A patient reports while wearing a pod between 4 and 24 hours they had felt the needle insert at initial activation. Upon removal of the pod from the insertion site the patient reports the cannula was missing from the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.